Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
During an unrelated technical request call, the home patient indicated she had fibrin. On (B)(4) 2010 product surveillance contacted the patient's peritoneal dialysis clinic regarding the report that the patient reported having fibrin and the nurse stated the patient had been diagnosed with peritonitis, but that she had been treated. The following additional information was obtained from the peritoneal dialysis nurse on (B)(4) 2010: the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. The patient was treated with vancomycin and fortaz initially, and when the results came back, was only given the vancomycin (specific administration details not provided). The nurse indicated the peritonitis was not related to any defect or malfunction of any of the patient's pd products, as it was due to touch contamination since the patient is non-compliant with aseptic technique and has been retrained. The nurse stated the patient has recovered from this peritonitis episode and has been able to continue with peritoneal dialysis therapy with no further problems. The nurse indicated transfer set product code 5c4482 lot number h06l11114 is what the patient was using at the time of the peritonitis and is still using the same transfer set. No further information is available.